Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for infection. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on october 14, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 9, 2022.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient experienced a skin flap infection, exposing the receiver/stimulator. Explant is planned but has not taken place at the time of this report. It is unknown if there are plans to reimplant the patient as of the date of this report.